Event description:
During the procedure it was observed that the white strip located on the inner edge of one of the blades of the device was melted and had become slightly detached from the instrument. Surgical staff suspected that this was due to the device becoming too hot during surgery. The device was removed from service and replaced with an ace harmonic. The procedure was completed as planned with no harm to the patient. The device will be returned to the manufacturer for failure analysis and instructions for proper use will be reviewed with staff. The device was returned to the manufacturer for failure analysis.